Event description:
It was reported that the patient received multiple shocks due to ventricular oversensing of noise. The patient went into vf while in the ER, required external defib. The patient was coded for approximately 7 minutes. The lead was explanted. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form was received.